Event description:
Pre-dilated left femoral-popliteal graft from 5 french up to 9 french prior to placement of sheath. Did 2 1/2 to 3 hrs of catheter exchange. Pt anatomy was difficult. The sheath was tight in graft which is normal. Upon removal, the tech looked down and noted the radiopaque band was gone. Under fluoroscopy, the band was noted to be in the arterial system. Pt was being monitored.